Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Device was not returned; only cartridge. The analysis results showed that the reload arrived in good visual condition and void of staples. No functional test could be performed. Event could not be confirmed as no instrument was received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an open gastrectomy procedure, the deployed staples were unformed. Another device was used to complete the case. There were no adverse consequences for the patient.